Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive esc button. The blood glucose reading was 167 mg/dl. The customer's mother stated that she did not know if there were any significant events leading to the alarm, but she reported that there was a crack in the device's screen that had been there for about a week. Advised replacement of the insulin pump. The caller also reported that the customer was previously hospitalized 4 months prior because the infusion set cannula was bent; she stated that the customer did not test her blood glucose reading all day, so she did not realize she had had high blood glucose levels. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Functional testing or other testing was not performed due to the unresponsive buttons. The device had cracked lcd window, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.